Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The axiem emitter cable was returned to the manufacturer for analysis. Analysis found that there was physical damage to the cable leading to exposure of internal wires . Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that there was physical damage to the axiem emitter cable. Cable was replaced. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported that the flat emitter cable was cut open with exposed wires. There was no patient present when this issue was identified.